Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer was inquiring about the voluntary recall of the insulin pump. Medtronic has informed customers of a voluntary recall due to the potential to deliver insulin through accidental button pushing on the insulin pump. The customer stated that she would think about exchanging the insulin pump. No additional information was provided.